Event description:
The surgeon was performing a laparoscopic cholecystectomy when the clip scissored and severed a vessel. Medical intervention was needed to control the bleeding. No post-op pt status info was given to microline pentax. Rochester general hosp would not provide microline pentax with any pt info, this is the reason section a is blank.

Manufacturer narrative:
The hosp would not provide microline pentax with any pt info, this is the reason section a is blank. The clip applier was received in used condition with clips jammed in the clip applier. The clip applier operated normally when actuated without a clip cartridge. The clip jam was cleared and no other functional problems were found. The clip scissoring could not be replicated. The root cause could not be determined. No issues were found on the device history files.